Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with a trace amount of dried tissue. There are no manufacturing discrepancies visually observed with the returned device. The wand was tested using a compatible controller and activated in a beaker of saline solution at default and maximum settings in which the ablation and coagulation performed as intended. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through out the line to the tip of the device as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation there was smoke/sparks emitted which would conclude that there is no electrical disturbance related to the wand. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. The evac 70 xtra coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instruction for use contains warnings and precautionary statements regarding maintaining proper suction flow and potential device failure if not adhered to. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the device smoked and sparked. Backup device was available to complete the procedure. No delay and no patient injuries were reported.